Event description:
The customer reported that the telemetry device has a speaker malfunction. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device had sound. There was no speaker malfunction message when device was powered on. The technician was unable to replicate the customer's allegation. Based on the results from the evaluation, it is determined that the device was working as intended. Therefore, the cause of the customer's allegation is unknown.